Event description:
It was reported that after approximately six days of intra-aortic balloon (iab), the console generated a fiber optic sensor failure alarm and the pressure readings disappeared. The iab was eventually removed and discarded. It was later reported that trace of a slight kink was found close to the catheter tubing close to the universal sheath seal. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4). Device not returned.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).